Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during the set up and inspection for use of their bronchofibervideoscope device prior to any patient in the room, that there was an occurrence of image noise. There was no patient involvement reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure (noisy image) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-ring on the distal end is corroded. Based on the results of the investigation, a definitive root cause of the corroded c-ring count not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.